Manufacturer narrative:
The ge service rep conducted an onsite investigation. The fuse was cleaned and reseated. The voltage was checked and a filament calibration was ran. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a control panel error. No pt injury was reported.